Manufacturer narrative:
Investigation conclusion: the customer¿s report that there was a free flow event with the pump could not be replicated during this investigation. The log review confirms that on (B)(6) 2020 at 1:00 pm, the incident lvp was programmed to infuse a secondary infusion for drug ID 351 identified as pen g million units 5unit/250ml to infuse at both a calculated rate of 200 ml/h and vtbi of 250 ml. The calculated duration of this infusion is one hour and 15 minutes. Approximately four minutes later, the pump module was paused and restarted multiple times within a time range of ten minutes until it was eventually started at 1:14 pm. Approximately 30 minutes after at 1:47 pm, the pump module door was opened, set was removed, and the pump module was powered off along with the pcu. The duration of this specific infusion, from its last programming, lasted approximately 47 minutes for a total volume infused of 134.658 ml. It is unknown why the infusion was manually ended before the expected volume to be infused (250 ml) was delivered. The actual infusion bag/container volume could not be determined from the event logs. No infusion bag/container or primary and secondary infusion sets were received for inspection. The inspection and testing process performed on the pump module found no existing malfunctions. Device inspection: the inspection process performed on pump module s/n (B)(6) found it to be in fair condition. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s report that there was a free flow event with pump was not identified. The actual infusion bag/container volume could not be determined from the event logs. No infusion bag/container or disposable set was received for inspection and testing. Device history review: a review of the device history record showed the device had a manufacture date of 25apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that in the ICU there was a free flow event with an lvp 8100 with a primary IV tubing set. "The medication from the secondary bag free flowed even though it was in a pump. The bag emptied before the rn even had time to program the pump. The secondary bag was hanging above the pump. The IV set was taken down and a new set hung which worked normally. My guess is the primary IV tubing had a faulty valve." No patient harm reported. Although requested further information was not provided.

Manufacturer narrative:
After further investigation, a note with more information was returned. And information added to the file. 1. Added to b5. 2. Tubing lot number given and tubing returned.

Event description:
It was reported, that in the ICU, there was a free flow event with an lvp 8100. With a primary IV tubing set. "The medication from the secondary bag free flowed even though it was in a pump. The bag emptied, before the rn even had time to program the pump. The secondary bag was hanging above the pump. The IV set was taken down and a new set hung. Which worked normally. My guess is the primary IV tubing had a faulty valve". No patient harm reported. Although requested, further information was not provided.

Manufacturer narrative:
Additional information provided: b.3 & d.11. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a free flow event with pump. No patient harm reported. Although requested further information was not provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a free flow event with pump. No patient harm reported. Although requested no further information was provided at this time.